Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary stenting procedure, with placement of a 3.0 x 12 mm promus stent in the distal circumflex artery. On (B)(6) 2015, the patient had an episode of dyspnea and was diagnosed with heart failure. The patient was prescribed bed rest. On (B)(6) 2015, the patient had a loss of appetite and difficulty swallowing. Arrhythmia was observed and the patient was hypotensive. Intravenous fluids were administered. On (B)(6) 2015, lactic acidosis was noted, due to the cardiac failure and sepsis. The physician admitted the patient and medication was administered. After hospital admission, the patient was noted to be pulseless and experienced ventricular tachyarrhythmia. Cardiopulmonary resuscitation was performed and the patient was revived. Spontaneous respiration began; however, the blood pressure gradually decreased. The patient expired on (B)(6) 2015, of causes related to heart failure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Arrhythmia, death/expired and hypotension are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was provided which indicated that the implanted device is a 3.0 x 12 mm xience v stent. No additional information was provided.